Event description:
Related manufacturer reference number: 2017865-2021-24257. Related manufacturer reference number: 2017865-2021-23901. Related manufacturer reference number: 2017865-2021-23903. Related manufacturer reference number: 2017865-2021-24259. It was reported that the patient presented with an infection and vegetation on the leads. The entire system was explanted. The patient was in stable condition.